Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for power error and expiratory flowmeter error. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site but the power error and expiratory flowmeter error were not reproduced. The dc/dc & standard connectors printed circuit board (pcb) was exchanged as a preventive measure and the ventilator was put back in service. 6 days later the reported event occurred again, the investigation results and evaluation codes for this event are therefore contained the MFR report #: 8010042-2018-00277 for the second event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #(B)(4).